Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: five photos sample were provided to our quality team for evaluation. During visual inspection, the photos display the product label, confirming the reported product. Based on additional information received from the customer that after the reevaluation of the patient's catheter by the doctor, it was found that there was no problem with the bottles, as there was no liquid to be drained, therefore, the reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001350687 was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Client reports: "the patient's caregiver already has practice in handling the product because she has used it numerous times. According to the report, the drainage did not occur. She tried with a bottle, tried with the second and tried with the third. In all of them it occurred just ridiculous drips. I checked the bottles myself and found that the drainage was not successful. The patient needed to be admitted urgently due to breathless". Client also reports that patient urgently needed to be hospitalized to perform drainage in an environment hospital, and the patient's condition after the procedure is poor, needed an emergency hospital intervention. Additional information: the intervention was a new puncture to be able to drain the liquid. Today, the doctor will puncture again and evaluate the catheter again. There is no physical samples available. Customer informed us by email that after a reevaluation of the patient's catheter by the doctor, it was found that there was no problem with the bottles. In fact, there was no liquid to be drained.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Client reports: "the patient's caregiver already has practice in handling the product because she has used it numerous times. According to the report, the drainage did not occur. She tried with a bottle, tried with the second and tried with the third. In all of them it occurred just ridiculous drips. I checked the bottles myself and found that the drainage was not successful. The patient needed to be admitted urgently due to breathless". Client also reports that patient urgently needed to be hospitalized to perform drainage in an environment hospital, and the patient's condition after the procedure is poor, needed an emergency hospital intervention. Additional information: the intervention was a new puncture to be able to drain the liquid. Today, the doctor will puncture again and evaluate the catheter again. There is no physical samples available.